Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. None of the keypad buttons were sticking. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button was sticking and not working. The information provided indicated that the patient has to hit it a few times to get it to work. This issue was observed about 1 month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.